Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there were lines visible on the rayone emv rao200e lens immediately post implantation. The rayone emv rao200e was explanted and exchanged during the orignal surgery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The presentation of marks on the lens is possible a combination of creases in the capsule (which would resolve spontaneously in the post-operative period), posterior capsule striae or some delamination from the injector. The subject device was not retained to be analysed. Our review of production records for the rayone emv rao200e batch 103226015 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 103226015. It is not possible to establish root cause from the limited evidence and information available.

Event description:
On 18th march 2024, rayner received notification from a UK healthcare facility of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that there were visible lines on the lens immediately post implantation necessitating explantation of the iol from the eye.